Event description:
It was reported that the device failed the therapy delivery test. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center. The device pasted after the test was performed again by the customer. Although the device passed testing during evaluation, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.